Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional, left heart catherization. Reportedly, when the needle plunger was retracted, no suture was present. The device was removed and hemostasis was achieved using a second proglide device. A 6f sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that the device would not be returned for evaluation. Subsequent information revealed that the device was returned for evaluation. The reported event of cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.